Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of "initial power up". During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error was observed. The power management board needs to be replaced. The device has been scrapped.